Event description:
It was reported, via international mallinckrodt facility, that sizing difficulties were encountered during attempts to insert one (1), size m8fen, specialized fenestrated low pressure cuffed tracheostomy tube. The diameter of the outer cannula was reportedly "too big" and "would not fit the pt's stoma." It was also reported that there was a length mismatch (gap) between the inner/outer cannulae. The device was removed and replaced with the pt's previous tracheostomy tube model. There was one (1) pt involved with no reported pt injuries. It was also reported that the pt expired of medical causes unrelated to the events contained in this submission. One (1), size m8fen was returned to the MFR on 04/22/99 for decontamination, analysis and investigation.